Event description:
Cock stop broken on bakri balloon....discovered after balloon inserted in pt and water kept running out of balloon no matter which way cock stop turned.======================manufacturer response for bakri balloon, bakri ballon (per site reporter).======================manufacturer just notified.